Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation. Patient is experiencing a lot of low back pain in the ins area that shoots down their legs; it is worse when they lay down. They "feel like something is pressing against the nerve, its like an electric needle or electric current when I move a certain way." The patient said it started happening "probably a month and a half ago and its gotten worse." Their ins "sticks out so I can grab it, and I have been putting some weight on so that could be why it is bulging out." Falls have occurred around the same time as well. It was further clarified that these things started "a month and a half ago" and that this would be "either the end of (B)(6)." As a result of the event, the patient will follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.